Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The indicated phenomenon occurred due to malfunction of led element that is installed in the front panel unit. The cause for the malfunction could not be identified. It is presumed that it occurred due to chance failure of the element. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the installation of the subject device at the facility, it was found that half of the set pressure indicator led was not light up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the front panel. Also, (B)(4) found that there were no hitting marks and/or any kind of damage on the front panel, and there were no liquid seepage marks and corrosion marks on the circuit board of the front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.